Manufacturer narrative:
It is unknown if the automated impella controller will be returning for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
The complainant reported that they were on site for a patient's percutaneous coronary intervention. The patient was implanted with an impella cp via percutaneous left femoral artery. The staff turned the automated impella controller on for the case and battery comm. Failure error message came on the screen. This aic was swapped another aic which was used for the case. The procedure was successful with the other device. The patient survived the explant.